Event description:
It was reported that, "dr (B)(6) had large calcar planer seize up and lock during routine tha. The small planer was available for use."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.